Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia possibly due to discrepancy between sensor glucose and blood glucose. The customer reported blood glucose value of 470 mg/dl and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was performed and blood glucose was 470 mg/dl and sensor glucose is 250 mg/dl and the difference between blood glucose and sensor glucose was greater than 30%. Troubleshooting was performed for hyperglycemic event. Customer has been using the insulin pump system within 48 hours of reported event. Auto mode/smartguard feature active at time of event. Customer declined to check pump settings. Customer declined to test pump. No further patient complications were reported. Product return for mmt-7040c1 was not expected.